Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the atrial lead exhibited noise. The ra lead was capped and replaced on (B)(6) 2023. The status patient was unknown.